Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (netherlands) was experiencing stimulation while the ipg was turned off. The pt reported the stimulation she feels in the off mode is not as strong as in the on mode. The pt's ipg was replaced with a new one, which resolved the issue.